Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge¿ balloon catheter was advanced to the target lesion for predilation. The balloon was inflated however it ruptured under nominal pressure at an unknown number of inflation. The balloon was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).